Manufacturer narrative:
The investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that the local area representative placed a call to technical services (ts) to review the device optimization for the patient with the current settings being too aggressive for the patient. Reprogramming efforts were performed. The product remains in service and no adverse patient effects were reported.